Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 13/jan/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 29/sept/2020. Deflated balloon with a significant amount of discoloration was returned. There is a large hole on the shell that rolls inward and a large slit with jagged edges. The large hole on the shell runs from the slit valve to the distal end and rolls inward. There is another large slit on the shell with jagged edges. Due to the large hole, functional evaluation of the device could not be conducted. The complaint has been verified as it is uncertain how the large hole was created as the tear rolls inward which is not consistent with a puncture from a surgical instrument.

Manufacturer narrative:
The device was returned to the apollo device analysis laboratory on 29/sept/2020. Analysis of the device is ongoing. A review of the device labeling notes the following: the current orbera 365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" and "early removal" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera¿ system include: balloon deflation and subsequent replacement.

Event description:
Patient experienced blue urine. Balloon deflated and removed successfully.